Event description:
It was reported that after a non-device related motor vehicle accident (mva) and a fall, the patient had fluoroscopy and revealed that the leads had migrated and possibly fractured. The patients other lead had high impedances and the patient experienced loss of stimulation. Additional information was received that the patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Event description:
It was reported that after a non-device related motor vehicle accident (mva) and a fall, the patient had fluoroscopy and revealed that the leads had migrated and possibly fractured. The patients other lead had high impedances and the patient experienced loss of stimulation.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7113156